Manufacturer narrative:
Block h6: patient code e2114 captures the reportable event of perforation. Impact code: f1901 captures the reportable event of additional surgery. Block a4: patient weight 160.3 and bmi 24.37. Correction: impact code: f08 captures the reportable event of hospitalization. Impact code f2203: captures the reportable event of imagining required.

Event description:
It was reported to boston scientific corportation that an x-tack endoscopic helix tacking system was used to close a mucosal defect in the ascending colon on (B)(6) 2023. The procedure was deemed a technical success, and the patient was discharged home with no restriction the day of (B)(6) 2023. The patient presented to the emergency department on (B)(6) 2023 with right lower quadrant abdominal pain. A CT was preformed where it showed pneumoperitoneum concerning perforation. The patient underwent an exploratory laparotomy where perforation was noted in the ascending colon. During the exploratory laparoscopic procedure, right hemicolectomy with anastomosis was performed with cholecystectomy for inflamed gallbladder, subcutaneous wound vac was applied to the skin. On (B)(6) 2023, the patient underwent wall irrigation and debridement with wound vac placement. On (B)(6) 2023, the patient underwent abdominal wound closure with staples and incisional wound vac.

Event description:
It was reported to boston scientific corportation that an x-tack endoscopic helix tacking system was used to close a mucosal defect in the ascending colon on (B)(6) 2023. The procedure was deemed a technical success, and the patient was discharged home with no restriction the day of (B)(6) 2023. The patient presented to the emergency department on (B)(6) 2023 with right lower quadrant abdominal pain. A CT was preformed where it showed pneumoperitoneum concerning perforation. The patient underwent an exploratory laparotomy where perforation was noted in the ascending colon. During the exploratory laparoscopic procedure, right hemicolectomy with anastomosis was performed with cholecystectomy for inflamed gallbladder, subcutaneous wound vac was applied to the skin. On (B)(6) 2023, the patient underwent wall irrigation and debridement with wound vac placement. On (B)(6) 2023, the patient underwent abdominal wound closure with staples and incisional wound vac.

Manufacturer narrative:
Block h6: patient code e2114 captures the reportable event of perforation. Impact code: f1901 captures the reportable event of additional surgery. Block a4: patient weight 160.3 and bmi 24.37 correction: impact code: f08 captures the reportable event of hospitalization. Impact code f2203: captures the reportable event of imagining required.

Manufacturer narrative:
Block h6: patient code e2114 captures the reportable event of perforation. Impact code: f1901 captures the reportable event of additional surgery. Block a4: patient weight 160.3 and bmi 24.37

Event description:
It was reported to boston scientific corportation that an x-tack endoscopic helix tacking system was used to close a mucosal defect in the ascending colon on (B)(6) 2023. The procedure was deemed a technical success, and the patient was discharged home with no restriction the day of (B)(6) 2023. The patient had a perforation and had a right hemicolectomy with anastomosis procedure on (B)(6) 2023.